Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2020. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pelvic pain; pain inter; rec incont. Nonsurgical treatments: on (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to strengthen the pelvic floor and core muscles to prevent continued stress incontinence and rebuild neuroplasticity between brain and pelvic floor muscles and bladder control. Treatment duration: 13 months and ongoing. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to rebuild the neuroplasticity and strength of the pelvic floor muscles and improve bladder control. Treatment duration: 13 months and ongoing.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.